Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings:during investigation, the black box showed evidence of a sudden drop in voltage resulting in a (B)(4) "low battery" warning followed by a (B)(4) "replace battery" alarm. There was evidence of moisture behind the display lens. There was no battery cap returned. All testing was performed with a test battery cap. The pump powered on with the test battery cap. The battery cap was unable to fully tighten. Unrelated to the original complaint, the battery compartment was found to be cracked. There was no evidence of moisture contamination inside the battery compartment. A base cracked was observed. The idle and sleep current draws were no within specification. A leak test showed a battery compartment leak and a display lens leak. The pump case was removed and there was evidence of moisture contamination throughout the inside of the pump. The high current draw levels were due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was moisture present. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.